Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the doctor "put this crap in and it [did not] work." The patient had it put in a "third time." The patient's spouse reported the patient had been in misery.  Misery, pain, and suffering, and it did not work. The patient would pee all over themselves. All it did was cause pain in their back, it was not right.

Manufacturer narrative:
Note: see MFR report number: 3004209178-2021-17718 regarding other referenced implant not working. If information is provided in the future, a supplemental report will be issued.